Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0 mm. In this case, the access vessel mld was 6.0 mm with mild calcification and tortuosity. The borderline access vessel mld appears to have contributed to the vessel dissection. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our japan affiliate, a right femoral artery (rfa) dissection was observed upon removal of the 16 fr esheath during a transfemoral tavr procedure. Surgical cutdown was performed in the rfa. When closing the access site with purse string sutures after withdrawal of an esheath, the surgeon observed a retrograde dissection, which was repaired with additional sutures. Afterward, the patient was doing well and could walk around. The patient¿s access vessel minimum luminal diameter (mld) measured 6.0mm with mild calcification and mild tortuosity. According to the surgeon, the insertion and withdrawal of the esheath and the delivery system were conducted smoothly; however, the femoral artery dissection was likely to have occurred when inserting the esheath or the delivery system because it was retrograde.